Event description:
It was reported that the patient did well initially post-op. Approximately a year later, patient began to experience dislocation of the polyethylene and joint instability. At revision the support screw which locks the articular surface was found broken off in the stem extension.